Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was recently checked, and the patient did not believe the device technicians understood how to properly operate the device. Following the check, the ICD "went off six times". The ICD remains in service at this time and no adverse patient effects were reported. It was additionally reported that the patient was shocked inappropriately multiple times (number not stated). The ICD remains in service.